Manufacturer narrative:
The field service engineer determined there was an issue with a probe. The probe was replaced. The system initialized with no alarms. Calibration and controls passed. The reporter stated that issues persisted after these service actions.

Event description:
The initial reporter stated they have been having ongoing issues with their ise tests on the cobas integra 400 plus. Calibrations have been failing and there have been ise errors. On (B)(6) 2019, the reporter stated the analyzer had an ise controller error indicating that a system reagent was not detected, but the bottle was full and registered in the software. The reporter stated they also received discrepant results for one patient sample tested with the chloride electrode. No incorrect results were reported outside of the laboratory. The sample initially resulted with a chloride value of 66.6 mmol/l. The reporter activated the chloride test multiple times and re-calibrated. The sample was then repeated, resulting with a value of 97.6 mmol/l. The repeat result was deemed to be correct. The chloride electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.